Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen was not functioning with a bd omnitrope® pen 10. The following information was provided by the initial reporter: according to the customer the pen is with a high resistance (plunger) when the content of the ampoule reached the 0,2mg. The pen did not dispense the product anymore.

Manufacturer narrative:
(B)(4). Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen was not functioning with a bd omnitrope® pen 10. The following information was provided by the initial reporter: according to the customer the pen is with a high resistance (plunger) when the content of the ampoule reached the 0,2 mg. The pen did not dispense the product anymore.